Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that several machines were not connecting. The technical support specialist (tss) dialed into the server and while troubleshooting the issue got resolved. No details about how the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not connecting and on critical override mode. Additionally, the customer reported that patient data may not be correct, patient interface problem and order interface problem. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.